Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of lower abdominal pain and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unknown date, the patient experienced lower abdominal pain. On (B)(6) 2011, the patient was hospitalized and was being ruled out for peritonitis. Further information was received from the (B)(6) clinic secretary and the (B)(6) nurse who reported on (B)(6) 2011, the patient experienced lower abdominal pain and was hospitalized on the same day. On an unknown date in 2011, the patient was diagnosed with peritonitis with (B)(6). On an unreported date, the patient began treatment with unspecified ip antibiotics (stop date, frequency, and dose not reported). On an unknown date in (B)(6) 2011, the patient was discharged from the hospital and had recovered. Dianeal therapy was ongoing. The health care professional reported that the lower abdominal pain was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd885285 and gd883520 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.